Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's hip was unstable and so the surgeon went back in for a revision surgery of her primary srom hip. Upon entering the joint capsule, it was discovered there was metalosis. The metal liner, srom head, and stem were removed and all three were replaced. The metal wear seemed to have come from the head/neck junction and not the head/liner interface. Doi: unknown; dor: (B)(6) 2019; right hip.